Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-01260, 3006705815-2022-01261, 1627487-2022-01367. It was reported that the patient was experiencing ineffective therapy. In turn, surgical intervention was undertaken wherein the leads and anchors were explanted and one new lead was implanted. The anchors were cracked. Postoperatively, the patient has effective therapy.